Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced foreign matter in the device cannula. The following information was provided by the initial reporter: hematology opened it and found a white foreign matter at the tip of the catheter tubing.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/1/2021. H.6. Investigation: bd received 2 samples submitted for evaluation. The reported issue was confirmed upon inspection of the sample. Bd was able to confirm that the foreign matter present within the cannula was silicone. The silicone is applied to the final product during our lubrication process and can sometimes build up in the catheter. Bd does not classify silicone as a foreign matter material. All silicone used in our production is medical grade. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced foreign matter in the device cannula. The following information was provided by the initial reporter: hematology opened it and found a white foreign matter at the tip of the catheter tubing.